Event description:
It was reported that the patient presented for a follow-up visit at the clinic. It was noted that the pacemaker and the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The pacemaker was explanted and replaced. No intervention was done for the rv lead. The patient was in stable condition.